Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with an unknown operating system version unknown. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "nausea, dizzy, sweaty, headache", a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of a glucose tablet for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Insertion failures were not observed in the event log. Therefore, issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with an unknown operating system version unknown. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "nausea, dizzy, sweaty, headache", a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of a glucose tablet for treatment. There was no report of death or permanent impairment associated with this event.